Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the battery issue could not be verified.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, subsequently the pump shutdown. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions, the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.